Manufacturer narrative:
Follow-up #1 date of submission 03/18/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/25/2014 with the following findings:a review of the black box and history revealed related replace battery alarms and low battery warnings. The complaint could not be duplicated during investigation. The battery compartment was found to be undamaged. There was no evidence of moisture within the battery compartment or on the underside of the battery cap. No power issues were observed during investigation. The pump¿s electric current draw was found to be within specification.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a shortened battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.